Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the gas gauge file for the battery was evaluated and the cfet permanent failure status was tripped. The battery board components were evaluated and the c26 capacitor was found to be shorted. It was reported that the power pack was not adequately charged or cannot hold a charge and the software updates were unable to be installed. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the microsd card was corrupted. The most likely cause for the additional condition is traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the two device failed to charge and cannot be updated. Charger was blinking red light and no connection to vlex for possible update. There was no patient involved.